Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A medtronic representative reported via email of low blood glucose readings and hospitalization. The customer stated that the paramedics were called due to low blood glucose readings 3 years ago. The customer stated that he is doing good now and does not want a follow up.